Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced per physicians preference and was relocated in patients higher back. The patient was doing well postoperatively.